Event description:
It was reported that the patient died. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery (lad). Following pre-dilation with a wolverine balloon catheter, a 2.50 x 48mm synergy xd drug-eluting stent was fully deployed at 11 atmospheres. Post-deployment, a non-boston scientific guidewire was pulled out, and the proximal part of the stent was broken which resulted to the deflated stent balloon separated from the wire leaving out the balloon inside the vessel. The physician tried to snare the device but failed to retrieve the balloon. The patient experienced bradycardia, and the left main coronary artery was occluded, ultimately resulting in death. The official cause of death was the occlusion of the left main artery.